Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient the patient experienced syncope with a heart rate of 36 on a pulse oximeter. The device remains in use. No further patient complications have been reported as a result of this event.